Event description:
It was reported that during the removal of the stylet during the lead implantation, the physician noticed that the stylet seemed to be stuck in the lead. After several attempts to remove the stylet, the stylet still could not be separated from the lead. The lead was not used. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled and the lead appeared damaged at implant.